Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage test and clamp function test were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the drain bag during patient use of a y-set. It was stated that nothing was connected to the supply line connector and the blue clamp was closed while the patient was draining. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.